Event description:
Pt reported obtaining a capillary blood glucose result of 77 mg/dl, while using the suspect device. Pt indicated that, less than 30 minutes later, a lab test measured her fasting blood glucose (venous sample) at 122 mg/dl. Pt stated that no treatment was received. According to pt, quality controls had been run on the system and had tested within the acceptable range. Pt's current condition: fine. Technical support requested the return of the suspect device and replacement product was shipped.